Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) charging cord and adaptor melted has melted. The patient states that the controller was plugged in to charge and 15 minutes later she noticed that the cord was melted into the controller. The patient also states that the charging adaptor she used is after market, it did not come with the controller.